Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
B1, b2 (hospitalization, required intervention, life threatening), b5, h6 (remove 2199 and 4582, add 1905, 4607, 2364 and 1848). B1, b2 (hospitalization, required intervention, life threatening), b5, h6 (remove 2199 and 4582, add 1905, 4607, 2364 and 1848).

Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Additionally, it was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of over 500 mg/dl with life threatening ketones which caused a fall. Cause was due to pump not working because of the shattered screen as well as not having a cgm sensor active upon shattered screen. The customer reverted to an alternate method in insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.